Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the rubber sleeve leaked blood during sampling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿rubber sleeve leaked blood during sampling. The nurse got blood to clothes and gloves. But no skin contact so no tests needed. We have had same kind happening also with needle 368650. Are the rubber sleeves quality ok ?¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-24. H.3. Investigation summary: bd received 35 samples for investigation. Fifteen (15) of the samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the rubber sleeve leaked blood during sampling. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿rubber sleeve leaked blood during sampling. The nurse got blood to clothes and gloves. But no skin contact so no tests needed. We have had same kind happening also with needle 368650. Are the rubber sleeves quality ok ?¿